Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy until the replacement pump arrived, keeping the pump plugged into the power source when needing to turn the pump screen on.